Event description:
The customer reported that during installation of a new unit. The ventilator could not recognize that the battery is connected. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).